Manufacturer narrative:
Field service visit was conducted and confirmed that the delivery hose connector (t-handle joint) was loose, however, there was no evidence during performance testing that the loose connector resulted in a leakage of n20. The delivery hose was replaced and a leak test performed to ensure that no leaks we present around the new fitting. All test passed and the console was deemed ready for patient use. This report will be recorded and trended.

Event description:
The hospital contacted technical support regarding a loose connection between the t-bar and the n2o tank of the console; the t-bar wiggles back and forth. They also reported that a staff member had a n2o burn and was seen and treated in the emergency room. The burn was localized to the area of the thumb of the right hand.